Manufacturer narrative:
H.6. Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that bd nexiva¿ closed IV catheter system needle was difficult to disengage. This was discovered during use. The following information was provided by the initial reporter: material no.: 383539 batch no.: 9162759. It was reported that the needle would not come out of the catheter until after several attempts and pulling. Per med watch: when starting IV the nexiva catheter did not come apart from the catheter as normal. 2 other rns entered the room & after some attempts at wiggles & pulling at needle, they finally were able to get the 2 pieces off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The initial reporter also notified the FDA on 30 september, 2019. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system needle was difficult to disengage. This was discovered during use. The following information was provided by the initial reporter: material no.: 383539. Batch no.: 9162759. It was reported that the needle would not come out of the catheter until after several attempts and pulling. Per med watch: when starting IV the nexiva catheter did not come apart from the catheter as normal. 2 other rns entered the room & after some attempts at wiggles & pulling at needle, they finally were able to get the 2 pieces off.